Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken conductor wire at the weld. The instrument failed the electrical continuity test. Thermal damaged was observed on the monopolar yaw pulley. The conductor cap was found to have no damage. The instrument was found to have thermal damage on the monopolar yaw pulley. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had an exposed cable. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.